Event description:
Tps (stryker) performed with acracut drill bit (b)(64) was being used for a right burr hole with CT guided biopsy. Tps drill bit did not stop when it passed through the skull. Drill bit passed through the dura. (B)(4).